Manufacturer narrative:
Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
This event occurred in (B)(6). During inflation of balloon using an inflation device, the balloon was ruptured while the pressure was in the rbp. All of the pieces of the balloon were retrieved from the vessel. There was no injury to the patient. The procedure was completed successfully by using another balloon.

Manufacturer narrative:
The nanocross catheter was received and evaluated on (B)(6) 2016. The customer experience of the nanocross balloon rupturing at rated burst pressure could not be confirmed. The returned nanocross dilatation catheter exhibited no abnormality or deformity. All components of the nanocross dilatation catheter were accounted for. The returned device performed as intended.